Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during use while the patient was connected. The registered nurse (rn) stated that the home patient's (hp) therapy was stopped when one of the supply bags disconnected. The rn stated that the bag was reconnected and that there were no alarm. No air was reported to be in the lines. The technical service representative (tsr) advised the rn that therapy needed to be ended. At the time of the call, the hp was already disconnected. The tsr assisted the rn in ending therapy so that the rn could unload the cassette and bags. The tsr referred the rn to the peritoneal dialysis rn for further medical instructions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).this complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.